Event description:
During a coronary stent procedure involving a calcified and 99% stenotic lesion in a tortuous lesion, the physician experienced crossing difficulties. No pt injuries or complications were reported.